Event description:
The patient reported that they have not had a device check for at least one year, but at the last check they stated they were told by the physician that the pacemaker was not working and one of the leads is leaking. The patient stated they were put on medication. Since that time they indicated that the have felt chest pressure, fatigue and have been using nitro "often". They have not seen their physician. The leads and device remain in use. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.